Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a seeping rash under the lifevest. It was reported that the patient had not removed the device for six weeks. The patient was given a prescription from the physician. The patient's nurse also removed the device. Follow-up indicated that the rash was improving.